Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that the atrial lead exhibited noise during implant. The lead was not used and replaced.